Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was 305mg/dl with diabetic ketoacidosis. Customer went to the ER and was subsequently hospitalized. The customer was treated with intravenous saline and insulin. Upon follow up, it was reported that customer was released from hospitalization 3 days later with issue resolved.